Event description:
Technician alleged that the stretcher still rolls after the brake steer has been set for brake. No pt impact.

Manufacturer narrative:
The technician adjusted the brake position for all brake casters to resolve the issue.